Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire ring of a 6f exoseal vascular closure device (vcd) could not be fully ejected and the closure failed. There was no reported patient injury. An unknown 6f short sheath, guide wire, angiography catheter, and guide catheter were used during the procedure. The procedure was a carotid angiography. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the wire ring of a 6f exoseal vascular closure device (vcd) could not be fully ejected and the closure failed. There was no reported patient injury. An unknown 6f short sheath, guide wire, angiography catheter, and guide catheter were used during the procedure. The procedure was a carotid angiography. Additional information was requested but not provided. The device was not returned as previously expected for evaluation. The reported event of ¿indicator wire-deployment difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the difficulty to fully deploy the indicator wire. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.